Event description:
Additional information reported that the 2.5 x 33 mm xience xpedition stent delivery system (sds) was advanced into the anatomy. An attempt was made to deploy the stent; however, it was then realized that the stent had dislodged during un-packaging, and was on the ground. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Stent dislodgement was confirmed via returned device analysis. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - failure to follow steps. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use instructs the physician prior to using the xience xpedtion stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. The IFU deviation likely did not cause or contribute to the reported stent dislodgement.

Event description:
It was reported that during un-packaging of the 2.5 x 33 mm xience xpedition stent delivery system (sds), the protective sheath was removed and the stent was dislodged inside the sheath. There was no resistance noted. Anew xience xpedition sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.